Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 10-may-2021, it was reported that while the patient was inserting a new site, she noticed an infusion set's tubing anomaly. She had already filled the tubing and when she tried to connect the tubing to the quick release, the tubing detached. Therefore, she took another infusion set from the box and used it. Site was not yet inserted in her body when the incident occurred. Reportedly, the infusions were stored in the drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation on the returned used device (1 tubing), missing glue was found in the tubing connector (glue was misplaced on the tubing connector). No further information available.